Event description:
Customer reports redness, itching and blisters following use of steri-strips on breast surgery incisions. Customer reports steri-strips were applied vertically to incisions under breast and nipple areola area. Customer reports 2 days following surgery she experienced redness, itching and blisters and was treated with prednisone dose pack and hydrocortisone cream. Customer reports she is on second day of prednisone and the area seems to be improving.

Manufacturer narrative:
Method - device not received. Results - no evaluation performed. Conclusions: device not returned no evaluation can be performed. Device not provided to MFR for evaluation. Complaint type is being monitored and analyzed.